Manufacturer narrative:
Qc was performed before the event. A field service engineer (fse) was dispatched to the customer's lab. The fse replaced lv23 valve and a tubing as the tubing had some protein build up near the valve port. The fse cleaned diff and rbc reservoirs, placed new diffusers and replaced o-rings. Wbc/baso latex was out of range and the fse adjusted it and replaced the wbc aperture and o-rings. The fse performed latex checks and results were within specifications. The fse checked the instrument's reproducibility and mode to mode recovery; all results were within specifications. The fse ran qc and results passed within specifications. The fse tested pt's samples and no problems with pit results occurred. The fse verified repair per established procedures; the results meet published performance specifications. Although the fse addressed hardware issues, a clear root cause in this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously low platelet (pit) results that were generated by the coulter act 5 diff cp analyzer. A pt sample was tested for pit and a result of 33 x 10 to the third power cells/ul was obtained. The pit result was printed without instrument generated flags. Per laboratory policy, the sample was re-tested for pit and the repeated result of 46 x 10 to the third power cells/ul was accompanied by a "pit aggregates" instrument generated flag. The sample was re-tested two more times for pit and the results were: 35 x 10 to the third power cells/ul and 36 x 10 to the third power cells/ul. No instrument flags were generated with these results. The customer indicated that then the first result (33 x 10 to the third power cells/ul) was reported out of the lab. Six (6) days later, a fresh sample was collected from the pt and tested for pit; the result was 210 x 10 to the third power cells/ul. Based on available info, there was no affect to pt treatment as a result of this event.